Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed returned instrument test/evaluation (rite) testing due to a ground bond test failure. The measurement was 0.104 ohm, and the specification is 0.001 - 0.100 ohm. This event is a rite test failure; no patient was involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.105 to 0.005 ohms when the screw was completely tightened. Assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. Scrap door post. Device was sent to servicing.